Event description:
On (B)(6) 2011, I had two taxus liberte paclitaxel-eluting coronary stents installed. I have been having constant chest pains and it feels like bad heart burn. Today I had several severe chest pains, which I have not had since 1997. I don't know if I'm having allergies to the drugs because there is no info on the internet about the sibs polymer and very little on the small amount of paclitaxel. I'm also confused about what medications I can take and what medications I can't take because of lack of info on the internet, which includes your website. I reviewed what you have but it was not helpful. Translure and paclitaxel coated on a stainless steel stent. Lifetime stent the problem is my chest pains and lack of info about long term effects, drug interactions and effects.